Event description:
It was reported that the patient presented in the hospital for change out due to normal eri. Suspected insulation anomaly was noted at several locations on the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead including the distal tip was returned. Externalized conductors due to internal insulation abrasion were found at 24.1-27.2cm and 30.4-32.7cm from the distal tip. The silicone insulation was abraded and the conductor was visible. Internal insulation abrasions were found at 27.6-29.5cm and 7.2-7.5cm from the distal tip. The etfe coating of the conductors was intact at these locations.